Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient who was receiving medication via a pump implanted for non-malignant pain, spinal stenosis, and spinal pain. The pump was delivering 1000 mcg/ml hydromorphone at 400.3 mcg/day, 400 mcg/ml clonidine at 160.11 mcg/day, 25 mg/ml bupivacaine at 10.007 mg/day, and 500 mcg/ml baclofen at 200.14 mcg/day. The patient was also prescribed a personal therapy manager to use with the device and therapy. It was reported that on (B)(6) 2016 a motor stall and recovery were noted in the pump's event logs. On (B)(6) 6, another motor stall and recovery occurred. On (B)(6) 2016, the pump stalled without recovery. Late that night, the patient experienced symptoms of withdrawal. The patient went to the emergency department for opioid withdrawal treatment. A pump replacement was scheduled for (B)(6) 2016. The patient did not recently have an MRI, and it was unknown if the patient heard an alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via (B)(6). On (B)(6) 2016, the event logs showed a motor stall at 19:49 without recovery (also showed unspecified patient activated dosing). On 24-oct-2016, the physician verified the spinal infusion pump failure of (B)(6) 2016 and indicated that after a few hours, the patient experienced opioid withdrawal, was treated in the emergency department with IV (intravenous) hydromorphone (dose not reported). On (B)(6) 2016, the patient was seen in the clinic, electronic analysis and fluoroscopic rotor testing was done and the pump had an irreversible motor stall. The patient had withdrawal, secondary to the pump failure, was started on IV hydromorphone via a cadd (ambulatory infusion device) pca (patient controlled analgesia) pump and the withdrawal symptoms resolved after the infusion was initiated. The physician noted that the baclofen dose was less than 200 mcg/day and the patient did not have any symptoms of baclofen withdrawal (only opioid withdrawal). On (B)(6) 2016, the failed pump was explanted/replaced and the it (intrathecal) medications were reinstated at the same dosing as on (B)(6) 2016. The physician noted they do not use lioresal in filling the pump. The it medication solutions were compounded/custom made. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.